Event description:
It was reported that the customer went to the emergency room and was hospitalized twice due to high blood glucose and dka. The first hospitalization was on (B)(6) 2013 and the blood glucose reading at the time of hospitalization was 555 mg/dl. The second hospitalization was on (B)(6) 2013 and the blood glucose reading was also over 500 mg/dl. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. Unit was received with scratched display window and broken reservoir tube lip. No loose drive support disk noted.